Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2026 wherein the extension was removed and reinserted into the ipg header resolving the issue. Impedance reading normal and therapy was confirmed post op.